Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. Failure analysis found no physical damage on either the proximal and the distal end of the instrument during visual inspection. The instrument blade was not exposed and the blade tract was clean. The instrument passed electrical continuity and cautery testing. The instrument moved intuitively in all directions. The grip force was also tested on the instrument grips for three different articulations, all the readings were above the minimum requirement. Instrument jaw gap was verified at .005, when grips were engaged. No trouble found, could not reproduce the reported complaint.

Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the vessel sealer instrument was not sealing at all. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.